Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a discharging handle failure. There was no report of adverse patient impact.